Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-11740. It was reported the pt has fallen on several occasions. Since his set last fall, the pt has been experiencing tenderness/swelling at the ipg site. The tenderness has reduced over time. It was also reported therapy has been non-beneficial lately.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.